Event description:
It was reported that the patient presented remotely. Upon review, the patient's implantable cardiac monitor exhibited undersensing. No intervention was performed. There were no patient consequences.